Event description:
It was reported that, during a bha, a head did not slide smoothly on the sliding surface of the reported centrax. Spare head and centrax were used instead.

Manufacturer narrative:
Reported event: an event regarding size / fit issue involving a v40 taper vit head was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned device has been assembled with centraxe. The metal head was disassemble for dimensional inspection. The inspection concluded that the metal head was dimensionally within specification. -clinician review: no medical records were received for review with a clinical consultant. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the returned device has been assembled with centraxhe. The metal head was disassemble for dimensional inspection. The inspection concluded that the metal head was dimensionally within specification. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, a head did not slide smoothly on the sliding surface of the reported centrax. Spare head and centrax were used instead.